Manufacturer narrative:
Eval summary: the needle tip, suture, link and both cuffs were not returned with the device. There were no witness marks on both foot pockets. The plunger was reinserted into the device and the needle trajectory, needle depth, and push mandrel travel were acceptable. The guide was broken at the suture bearing. The root cause for the guide break is undetermined. There was no mfg issue detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.

Event description:
Device malfunction: guide detachment. Time of malfunction: unk. Symptoms/ae: none. It was reported that a physician, trained in the use of the proglide device, attempted common femoral arteriotomy closure after an interventional procedure. Reportedly, a cuff miss occurred and hemostasis was achieved with manual compression. There was no adverse pt effect. During device eval, in 2008, guide detachment at the suture bearing area was found. Though requested, no add'l info as available.